Event description:
Patient went into vtach after the stent was deployed in the lad. Patient became unresponsive and patient was without palpable pulse. Patient was shocked and code initiated. Patient died. Another stent had been deployed before this one into the rca-which the patient tolerated.